Event description:
It was reported that while in use on a patient, the pump alarmed for "possible kink" as reported by the operator. The alarm was silenced and the operator attempted to restart pumping. The pump would not restart and no alarms were issued by the pump for reasons why it would not restart. As a result, the pump was swapped out. The 2nd pump started without issues. The delay in therapy lasted approximately 10 minutes. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned for investigation. According to the service report, the reported issue was not able to be duplicated and the pump passed functional checkout. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the pump would not resume pumping is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump alarmed for "possible kink" as reported by the operator. The alarm was silenced and the operator attempted to restart pumping. The pump would not restart and no alarms were issued by the pump for reasons why it would not restart. As a result, the pump was swapped out. The 2nd pump started without issues. The delay in therapy lasted approximately 10 minutes. No patient harm or injury. The patient status is reported as "fine".